Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged a variance between the inratio inr result and the laboratory inr result. Results are as follows: (B)(6). On (B)(6) 2015, the caller reported having issues using the capillary tube, he is drawing blood into the tube instead of allowing the bute to fill by capillary action. Additionally, the finger is "milked" after the finger stick and the blood sample is not immediately applied after the finger stick. After the (B)(6) 2015 laboratory inr result of 4.1, the caller was instructed to held his coumadin dose for one (1) day. On (B)(6) 2015, the caller reports no technique deviations. On (B)(6) 2015, the caller was satisfied with results from a new lot of test strips. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. A review of the in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets release criteria. The product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. Based on the information available, there is no indication of a product deficiency and no corrective action is required.